Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient experienced leakage in the system when giving a bolus over 6 units of insulin due to absorption issues, no product defect was alleged. Patient also reported experiencing a leak that originated in infusion set on a different occasion but was unsure where the infusion set was leaking. Patient is able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation.